Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure of cecum with terminal ileum, the surgeon connected the reload and the handle, but upon jaws opening and closing testing, the device jaw could not open. And when the surgeon disassembled the device, the jaw opened. There was no patient injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The jaws of the reload would not fully open. The cartridge springs were fatigued. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of this failure can occur after multiple clamping cycles or if the reload is left in the clamped up position for a long period of time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The jaws of the reload would not fully open. The cartridge springs were fatigued. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of this failure can occur after multiple clamping cycles or if the reload is left in the clamped up position for a long period of time. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy procedure of cecum with terminal ileum, the surgeon connected the reload and the handle, but upon jaws opening and closing testing, the device jaw could not open. And when the surgeon disassembled the device, the jaw opened. They then used a new device to resolve the issue in order to complete the case. There was no patient injury.